Manufacturer narrative:
(B)(4). Device evaluated by MFR. It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR: 2134265-2017-01240. It was reported that balloon rupture occurred. There were two target lesion. The target lesion#1 was located in the left anterior descending artery and target lesion#2 was located in the diagonal branch. Two 2.25mm x 12mm emerge balloon catheters were advanced to do a kissing balloon procedure. However, during the first inflation, both balloons ruptured. The devices were completely removed form the patient. The procedure was completed with different devices. No patient complications were reported and the patient's status was fine.